Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was experienced random shutdowns. A field service engineer replaced the power supply and ensured the power cable was correctly connected to the comm sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was experienced continuous reboots, unable to repair the medapp. Customer reported that there was a delay in the dispensing medication to patient. There were no adverse events or injuries reported based on this event.